Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) atrial lead caused overpacing and sensing issues on the ventricular channel. Technical services (ts) was consulted and further testing was recommended on the right atrial (ra) lead due to concerns of dislodgement. No adverse patient effects were reported. This device remains in service.